Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom system error 322. System error 322 was confirmed through a review of the event history log and reproduced while attempting to run a loaded set. This condition was found to be caused by a failed lower link switch and a failed upper door switch. The lower and upper auxiliary assemblies were replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The software was upgraded per the approved remedial action activities. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump experienced system error 322 in a nursing home. It was also reported there was no patient involvement.